Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved. It was unknown if there was a connector migration. The patient mentioned that they could still feel the stimulation from their therapy, but could not determine if their therapy was still on or active because they didn't have a programmer. Their doctor told them that they didn't need it. The patient was experiencing pain. It was unknown if the issue was resolved. During their call today, the patient reported that one of the wires came out and they experienced some pain. This occurred yesterday when they were pulling their underwear and the wires were inadvertently pulled as well. They had an appointment with their doctor at 3pm today to have their incision and wires checked. The patient also mentioned that they could still feel the stimulation but unsure if therapy was still active. They did not have a programmer, stating that their doctor did not provide one.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot# unknown, implanted: (B)(6) 2025, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.